Event description:
The customer reported that the unicel dxc 600 pro synchron system generated one false low sodium (na) result. The result was not reported outside of the laboratory. There was no impact to patient treatment. Controls (qc) were run before this event and the results were within lab-established ranges. Controls were out of ranges after this event. The customer replaced the na measuring electrode due to calibration failure, but na calibration continued to fail.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the calibration failure and replaced the na measuring electrode that the customer had previously replaced to resolve the issue.